Manufacturer narrative:
(Head cable) the evaluation determined that the reported event was caused by a defective head cable. This was attributed to wear and tear.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 06/15/2023, it was reported by a facility representative via sems that an ar-3210-0029 camera head shut off. This occurred during a case, with no patient effect reported. There was no additional information provided, additional information has been requested.